Event description:
It was reported that there was no atrial lead trend on the remote transmission. The atrial electrogram was noisy and had poor quality. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.